Manufacturer narrative:
H10. In response to the event reported by your facility a device history review was conducted for lot number 2319934. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Due to the current customs law in china the effected device could not be imported to the investigation and was instead photographed, and the images submitted digitally. Using the photographs our engineers were able to identify the abnormality in the catheter tip as a residual silicone lubricant, which had adhered to the catheter tip during manufacture. Silicone is native to the manufacturing process and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process and is monitored through manual and automated quality inspections. To prevent future occurrences of the nature, our facility has optimized our line checks to identify and remove excess buildup of silicone and notified the appropriate manufacturing personnel.

Event description:
It was reported that bd insyte-a bl 22ga x 1.16in had foreign matter on catheter tip. The following information was provided by the initial reporter; this is a report about catheter tip integrity. Damage (burr) was observed at the tip of the catheter before using the product.